Manufacturer narrative:
(B)(6). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the bedding was found to be wet, and when the IV line was inspected, the IV fluid was leaking from the filter site. It was replaced with a new infusion IV line set." An incomplete date of event of (B)(6) 2018 and a location of the nicu was provided. There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the bedding was found to be wet, and when the IV line was inspected, the IV fluid was leaking from the filter site. It was replaced with a new infusion IV line set." A location of the nicu was provided. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak near the filter was confirmed. Visual inspection under magnification showed the tubing sleeve was not fully inserted to the base of the inlet port. Functional testing confirmed leaking at the engagement between the filter outlet and tubing sleeve. The tubing measured within specification. The root cause of the leak is insufficient solvent application.